Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that refrigerator door failed to open. The field service engineer (fse) contacted the user and guided through properly rebooting both the refrigerator and the station. After the reboot process, the refrigerator recovered successfully and communication was restored. The system functioned as intended after the field service engineer (fse) assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure prevented the refrigerator door from opening, displaying a "requires maintenance" message. The customer attempted storage space recovery and rebooted the station; however, the issue persisted. Pharmacy services were unavailable at the time, and the site relied on an alternate campus for medication access. Urgent assistance was requested due to the impact on medication availability. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from alternate campus that caused a delay in patient care. There were no adverse events or injuries reported based on this event.